Manufacturer narrative:
Aware date in follow-up #2 should be (B)(4) 2017. (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1 mm vicmo12.1 implantable collamer lens, -12.00 diopter, in the patient's right eye (od) on (B)(6) 2016. On (B)(6) 2017 the lens was exchanged for a longer lens due to low vault. The problem was resolved. As of the date of MDR submission, the lens has not been returned.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluation: product evaluation found lens returned dry in a micro centrifuge vial with clear surgical residue/debris on product. Visual inspection found no visible damage and debris and clear residue on lens. (B)(4).